Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2025; explant date brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urgency frequency. The trial began on (B)(6) 2025. It was reported that the wires were pulled out. The cause was not known. It was unknown if the issue was resolved. The patient's representative (pt rep) mentioned during call today that their mother pulled out the lead wires a few hours after their procedure on (B)(6) 2025. The pt rep was unsure if the therapy was still working, as they does not live with their mother. Their manufacturing representative (rep) was already aware of the situation and advised them to contact the doctor for further assistance.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown implanted: (B)(6) 2025: product type screening device product ID 306001 lot# unknown implanted: (B)(6) 2025: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.